Manufacturer narrative:
The insulin pump was monitored for several days. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with intermittent button response due to moisture keypad traces. No unexpected alarm noted. No unexpected battery out limit anomalies noted. The insulin pump was received with intermittent button response due to moisture on keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed unexpected restart after changing the battery. Blood glucose value at the time of event is unknown. The customer stated he received another battery alarm prior to the unexpected restart alarm but did not recall the type of alarm. The alarm history could not be checked due to the keypad issue. The customer stated that the insulin ump was exposed to seat the day before while working on the yard. Blood glucose value at the time was 119 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.